Event description:
It was reported that a pump was delivering levophed at approximately 32ml/hr and the pump alarmed for an upstream occlusion. The customer stated that the nurse responded within 10 seconds, however the patient's blood pressure dropped. When the infusion was restarted the patient returned to the previous hemodynamic baseline.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, and evaluation will be completed and a supplemental report will be submitted. At this time, the date of evnt is unknown.